Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the device's system pca, blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, outlet side, dual limb cup, rear cover, inlet side, main housing, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, cooling fans, cooling fan retainers, and muffler assembly were replaced due to tobacco contamination and software version was uploaded, which was not related to the malfunction/issue.